Manufacturer narrative:
Update to the initial MDR in fields: additional suspect medical device components involved: model #: sc-2352-70, serial/lot#: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that a patient underwent a lead revision due to discomfort caused by the service loop being tight. The patient would feel the discomfort while turning his head to the side. The patient is no longer experiencing this issue and is receiving stimulation in his pain areas.

Event description:
A report was received that a patient underwent a lead revision due to discomfort caused by the service loop being tight. The patient would feel the discomfort while turning his head to the side. The patient is no longer experiencing this issue and is receiving stimulation in his pain areas.